Event description:
I had a spot on my lung that they were watching it started growing pretty fast so they were going to do a biopsy. In surgery they made decision to remove top left lobe of my lungs. I have not recovered enough to return to work and until recently no understanding of why. I have been on CPAP for 20 years(?). In 2016 I changed jobs and was required to take annual physicals and a printout from my CPAP was needed. My machine was a (B)(6) and did have a card so I bought two philips to comply, one for home one for truck. My health gradually started changing, and I guess I shrugged it off to the aging process until it accelerated. I am taking more medicines now than I ever have (vitamin, garlic, and purple pill) was all I used to take. The goo in my right eye is coming apart, chest tightness or pain. My mind memory and focus is pathetic. Headaches dizziness sinus trouble the list goes on and on. There wasn't a good explanation of this, but 3 weeks ago I changed brands of machines and have noticed significant improvement. I am far from where I need to be but so much better. There is no way I could have completed this for 3 weeks ago. I am unsure of exact dates I wasn't prepared for any of this. Biopsy/lobectomy (B)(6) 2020. FDA safety report ID # (B)(4).